Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently did not disconnect the waste line and therapy fluid line from the saline bag during a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not follow the pt connection procedures as directed in the user's guide. The user's guide provides adequate instructions for making patient connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.